Event description:
It was reported to resmed that a c-series tango CPAP in puerto rico caught fire.

Manufacturer narrative:
The device has not been returned to the manufacturer, therefore, resmed is unable to confirm the alleged malfunction. Resmed has requested the unit be returned so that an engineering investigation can be completed. There was no patient injury reported for this incident.